Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with cefazolin, 1gm and fortaz, 1gm (through the patient's pd bags initially), four days after onset of the cloudy pd effluent the patient was switched to oral diflucan, 200mg. The dose was presently decreased to 100 mg oral (date unspecified). The patient's pd catheter was removed and the patient was started on hemodialysis. The outcome of the peritonitis was not reported. No additional information is available.